Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patients left lead was causing to have motor stim or possibly intrathecal. The patient underwent a spinal cord stimulator lead repositioning procedure and was doing well postoperatively.

Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2318500; model: sc-2318-50; serial: (B)(6); batch: 5004030; UDI: (B)(4).